Event description:
A report was received that the patient developed infection at the incision sites two weeks after an scs revision procedure. The symptoms included redness, swelling and warmth at the ipg site. Antibiotics was prescribed. It was believed that the infection was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed infection at the incision sites two weeks after an scs revision procedure. The symptoms included redness, swelling and warmth at the ipg site. Antibiotics was prescribed. It was believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. The device was removed due to infection. Visual inspection of the device found no anomalies. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead body was cut during the explant procedure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed infection at the incision sites two weeks after an scs revision procedure. The symptoms included redness, swelling and warmth at the ipg site. Antibiotics was prescribed. It was believed that the infection was procedure related. The patient underwent an explant procedure.